Event description:
It was reported that (1) tsw45 was used during a vaginal hysterectomy procedure. It was reported by the rep that the device cut but did not staple. Opened another device to complete the case. There was no conseqeunce to pt.